Event description:
A volume discrepancy and difficulty filling the pump were reported. Difficulty filling the pump was reported to be due to the pump position within the patient. The patient's healthcare provider replaced the pump and put in a new catheter. The patient was noted to be alive and without injury, and no patient symptoms were noted to be related to this event. The medication used within the system was lioresal.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).